Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 8.5 mmol/l. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. It was advised to revert to a backup plan. Nothing further was reported.